Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: mpa, steerable guide catheter, 12-24 ensnare. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the complete clip detachment and difficult removal of the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4plus. The first clip delivery system (cds) was advanced to the mitral valve and the deployment sequence was performed. One minute after deployment, during gripper line removal, while both ends of the gripper line were still outside the handle, the clip detached from both leaflets. The clip was carefully brought back to the steerable guide catheter (sgc), but only one clip arm could be retracted in the sgc. The cds was removed and the gripper line was secured. A guide wire and snare device were used in an attempt to retract the clip into the sgc, but sgc fluid column loss was noted and the clip could not be snared. Aspiration was performed and the sgc and gripper line with the clip were removed together. After removal, it was found that the sgc tip was torn due to the interaction with the clip arms. Both devices were replaced and the procedure was completed successfully with implantation of two clips, reducing mr to 1-2plus. In the physicians opinion, the clip detached due to the leaflet anatomy. There was a delay in the procedure, but no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported complete clip detachment appears to be due to patient morphology/pathology (restricted leaflets). The difficult to remove the cds was a result of complete clip detachment and the clip not being able to be retracted into the steerable guide catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.